Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported issues, was traced to degradation and deformation should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the autoclavable camera head had a leaky connector, a leaky cable, corrosion of electrical contacts, and a damaged cable. There was no patient involvement.